Manufacturer narrative:
28-nov-2025: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head broken in mouth - oral-b refills [device breakage]. Product counterfeit - oral-b refills [product counterfeit]. Case narrative: the reporter stated over the phone that the brush heads (oral-b refills) had broken off in their wife's mouth. No injury was reported. Follow-up (26-nov-2025): suspect product updated. Product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head broken in mouth - oral-b refills [device breakage]. Case narrative: the reporter stated over the phone that the brush heads (oral-b refills) had broken off in their wife's mouth. No injury was reported.